Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and prime or a33 test. However, unexpected no delivery alarm during excessive no delivery test due to faulty fsr (gold).

Event description:
The customer's wife reported via phone call that insulin pump had no delivery alarm and the customer tried all the remedies. The customer¿s blood glucose level was 192 mg/dl and 215 mg/dl. The troubleshooting was performed and they confirmed insulin exited out of the end of the tubing when they did manual priming and the fill cannula. The device will be returned for the analysis.